Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 10 days after the dental implant was installed in intraoral region #30, it was verified its nonosseointegration. Implant was immediately carried out, immediate load was not performed and the patient presented bone type I.